Event description:
It was reported that during an intervention, the catheter was placed and the straightener in the biliary tube would not come out of the catheter. This caused damage to the catheter. The damaged catheter was replaced with another catheter. Pt condition listed "the pt was not injured."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.